Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handle was completely squeezed but the reload did not fire.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single-use loading unit (sulu) was received fully fired. There were no visual or functional abnormalities noted during pmv testing. Since the clinical instrument was not received a pmv representative instrument was used for all functional testing. The loading unit was reset, reloaded into the representative instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.